Event description:
It was reported that the device exhibited an alarm for overpressure. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed the device in good condition with no physical damage. Event history log review was not applicable. Functional testing was unable to replicate or confirm the reported issue; the pump¿s downstream occlusion (dso) sensor was tested and found to be activating in specification. The root cause was unknown. No further action was taken. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.